Event description:
The complainant alleged that after defibrillating a pt twice successfully, on the third attempt the device would not charge. The complainant indicated that there was no adverse effect to pt as a result of the reported malfunction. The clinicians converted pt with lidocane and continue to use the device to monitor the pt. When the complainant was reporting the malfunction to zoll, the device charged using the front panel controls. However, would not charge using the paddles' controls. The complainant indicated that the front panel charge function is intermittent.